Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was displaying an error 4 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient was unable to recall the date and time the alleged issue first occurred, however thought it was (B)(6) 2019. The patient stated that he an error 4 message whilst trying to test. The patient manages his diabetes with insulin (self-adjuster) humalog and lantus and began decreasing his dose of humalog in response to the alleged product issue. The patient stated that on an unspecified time after the alleged product issue began, he developed the symptom of ¿dka diabetic ketoacidosis, feet and legs felt numb, dizzy, disorientated, thirsty and threw up¿. The patient reported that he was admitted to hospital for 5 days where he obtained a result of ¿1660¿ on a hospital device and received hcp treatment of insulin drip and IV saline. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used the test was performed with blood and the correct testing steps were carried out. The patient was unable/unwilling to confirm what sub code was being displayed. The patient¿s test strips were stored correctly and not expired. The patient¿s products were replaced. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event that required medical intervention after the alleged meter issue began.